Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had damage to the tip's opening/closing part. The instrument was removed and a backup instrument was used to proceed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon confirmation with the failure analysis information, the customer indicated that thermal damage was observed however they were unable to specify when the thermal damage was noticed and if arcing was observed during the procedure. The patient did not experience any injury or adverse event during and after the surgical procedure.